Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full replacement due to high impedance. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Additional high impedance values were seen.

Event description:
The suspect lead was received by the manufacturer and is pending product analysis completion.

Event description:
Product analysis was completed on the suspect device. One portion of the lead assembly was returned but the electrode array and tie downs were not returned. One set of setscrew marks and an additional half set near the end tip of the connector pin were seen, indicating that the lead was not inserted fully at one point in time. The full set of setscrew marks indicates proper connection existed atleast once. Canted spring scratches were seen on the connector ring. The end of the outer/inner tubes and coils are cut. Abrasions were seen on the connector boot and outer tubing in various areas but did not penetrate, likely due to wear. Dried body fluids were seen inside the inner tubes with no obvious ingress other than the cut end of the lead portion. Coils are stretched and wavy in some areas, likely due to the explant process. Incisions were made for continuity checks and no open circuit condition was seen. The lead connector was inserted completely into the header of a representative generator header and no anomalies were seen that prevented the pin from being fully inserted. Product analysis and figure worksheets were reviewed and no anomalies were seen outside of the aforementioned. The allegation of "lead fracture" was not confirmed. Though not conclusive, an improper lead insertion may be a contributing factor for the reported event. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
B3, corrected data: initial report was inadvertently submitted with the incorrect event date. G3, corrected data: initial report inadvertently submitted with the incorrect aware date and should have been reported as 07/10/2025. This supplemental report 1 will stay as 10/30/2025 for the purposes of this correction report.